Manufacturer narrative:
The device has been received however, evaluation has not yet started. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display no image with signal from the serial digital interface. An olympus sales representative went to troubleshoot the device the next day and confirmed the issue. In addition, the sales representative discovered that all front panel switches were not responsive. The event occurred during preparation for use , prior to an endoscopy procedure. A similar device was used to complete the procedure there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 07-jan-2022. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿no image¿ and ¿front panel buttons are not responding¿ were not reproduced. There were no functional defects detected. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include device evaluation. The device was returned for evaluation. Upon evaluation of the device, no functional defect was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor complaints for this device.